Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Two attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the subject device having leakage from the electrical connector and water invading the device during user handling which caused an abnormality in electrical components. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" "- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the evis exera ii bronchovideoscope displayed no image. The issue was observed during maintenance. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
Memorial sloan kettering cancer center for cancer & allied diseases the device was returned to olympus for evaluation and the customer¿s allegation of no image was confirmed. The investigation revealed: the electrical connector lock pin leaked, the distal end had minor scratches, bending section cover was stretched, the control body and connector had minor scratches and the customer label on grip was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.